Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable drug infusion pump. The pump was delivering an unknown brand of morphine at a concentration of 50 mg/ml with a dosage of 12.026 mg/day. The reason for use of the medication was treating non-malignant pain and failed back surgery syndrome. It was reported that the pump was empty, and the alarm was occurring. The pump had been empty since july 2016. The pump was empty due to a missed refill. The healthcare professional requested assistance with the troubleshooting, and the troubleshooting resolved the reported event. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.